Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported event appears to be related to the user error. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the jostent graftmaster instructions for use (IFU), states: it is not recommended that the product be used after the use before date. It is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation was thought to have occurred after a stent was implanted on the bypass graft of the obtuse marginal coronary artery. After further fluoroscopic review of the vessel, the event was neither a dissection nor a perforation, but the vessel was closing down. There was a flap on the bypass vessel and the 4.0x19 graftmaster stent was implanted to keep the vessel open. The graftmaster did not cause complications or adverse events. The procedural summary indicates the graftmaster was used to treat tissue prolapse. There was no adverse patient sequela. The device label indicates this graftmaster was used after the labeled expiration date of april 2014. There was no report of an adverse event from use of the expired device. No additional information was provided.